Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was flushed prior to insertion into the patient. The needle was inserted into the sheath and the transseptal puncture was performed. The needle and dilator were withdrawn. While aspirating blood, air was aspirated. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.